Manufacturer narrative:
Investigation summary: a photo was provided showing leakage from the red port from the white button. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device was not returned. The device history review could not be reviewed due to the unknown lot number.

Event description:
The event involved a 14" (36 cm) ext set w/4 gang 1o2® manifold w/baseplate (blue, green, yellow, red), check valve, clamp, rotating luer, 1 ext where it was reported that the red port of 4-port manifold used for continuous infusion of propofol was leaking. Upon admission to the cvicu the red port was noted to be visibly leaking from the top of the port. It was also stated there was a risk that the patient may not have been receiving the appropriate amount of propofol. There was patient involvement, however no patient harm and no delay in therapy.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: ext. (B)(6).